Event description:
Caller reports that the pt tested 2.2 inr on device while reading 7.8 inr on a second device. A comparison lab returned with a result of 1.8 inr. Caller reports that pt's coumadin was reduced due to device results, however, no adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Strip lot used with first device: 367a, 1/31/08.